Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7071708/7071992.

Event description:
It was reported that the patient developed an infection at the ipg site. The symptoms were wound dehiscence, drainage, and redness. The physician believed that the infection was device related and the cause was unknown. The patient was given antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned.